Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and field service engineering medical equipment inspection form (meif) were returned and analyzed. Data files did not show any system notices on the reported event date. Per the meif, upon initial inspection the inflation issue was reproducible as reported. The low pressure regulator was disassembled, and extensive metallic debris was found on the valve seat and around the seat retainer. The wear parts were replaced, cleaned, reassembled and tested in the field. It was noted that this was the second time the regulator has been cleaned and rebuilt, suggesting a source of metallic debris that had not been cleaned during the previous incident. In conclusion, the reported inflation issue, was confirmed through the meif. Console (B)(4) failed the inspection in field due to a defective low pressure regulator which was repaired. The console was tested and deemed appropriate for clinical use after repairs. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the cryo console displayed inflation issues after initial ablation freeze. The console unit was rebooted and the lpr gauge continued to drift during next inflation attempt. Service was recommended on console to address gauge issue. The case was completed with cryo. The console subsequently tested out of specification upon manufacturer's investigation. No patient complications have been reported as a result of this event.